Manufacturer narrative:
(B)(4). Batch r5a03c. Investigation summary: the analysis found that one psee60a device was returned for analysis with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic distal gastrectomy surgery, could not fire with abnormal weak sound at the 2nd firing, the battery was with abnormal high temperature. Another device was used to complete the surgery. As there was no alternative device prepared for procedure, surgery was delayed for about 1 hour on troubleshooting and get another device to complete the surgery. The patient is stable now.